Event description:
Customer reports via phone that during cardiac cath procedures, when the injection is started, the luer lock pops off the syringe tip. Common protocol is 10ml/sec for 24ml volume or 3ml/sec for 6ml volume, with 650 - 750 psi. Syringe connected to namic high pressure tubing, connected to boston scientific 5fr, 145cm angled pigtail catheter.

Manufacturer narrative:
Root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; the syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.